Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. The pt has a history of chronic obstructive pulmonary disease. It was reported that upon introduction of the main body stent graft the pt's external iliac artery was transected. The external iliac artery transection was treated with a gore-tex graft. No additional sequelae were reported and the pt is reported to be fine.